Event description:
It was reported that during a atec procedure with a smark marker on may 3rd, while the physician was attempting to deploy the marker, the deployer was jammed in the needle, the physician ended up doing several attempts and had to use force to remove it and when removed saw that a fiber component of the needle had detached. The physician was concerned that possible remnants are still within the breast and could harm the patient. An ultrasound image was taken which could not confirm the presence of not of debris inside the breast. No harm was reported to the patient and the results of the biopsy came back as benign. No other information is available.